Event description:
It was reported that the cine function was not operating. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.